Event description:
Additional review indicates information reported previously in MFR # 3007566237-2013-02204 pertains to manufacturer¿s report # 3007566237-2013-02182.

Event description:
It was reported that the trial patient stopped breathing during a percutaneous nerve evaluation (pne) case. ¿they¿ had placed bilateral needles in s3 and were getting ready to place the leads when it was indicated ¿they¿ needed to flip the patient as the patient stopped breathing due to anesthesia. ¿they¿ revived the patient and he was doing fine at the time of the report. Another pne was tentatively planned for (B)(6)-2013.

Manufacturer narrative:
(B)(4).